Event description:
Information received indicates the brake slowly comes out of the locked position unintentionally.

Manufacturer narrative:
The technician adjusted the brake casters to repair the bed.